Manufacturer narrative:
An event of device deformity during the procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that a 4-4 mm amplatzer duct occluder ii was chosen to treat ventricular septal defect (vsd). Please note that per the instructions for use, "the amplatzer¿ duct occluder ii is a percutaneous transcatheter occlusion device intended for the non-surgical closure of patent ductus arteriosus.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 4mm-4mm amplatzer duct occluder ii was chosen to treat ventricular septal defect (vsd), using an abbott delivery system. During the procedure, it was noted that the left disc deformed. The device was recaptured and removed from the patient. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. It was decided to abort the procedure. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.